Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 17336861, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 19137305, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.